Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient recently had a backup battery (ebb) alarm on (B)(6) 2025. The internal ebb was changed out. The patient had an ebb fault alarm when they completed their self-test over the weekend. The alarm has not cleared. The patient's last primary system controller change was (B)(6) 2024. The event log captured ebb faults starting 24feb2025 at 0828 and continued for the remainder of the data capture. It appeared that the ebb failed the load test resulting in these faults. The system controller would be exchanged.

Manufacturer narrative:
Section g2: report source corrected manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The event log files collectively contained approximately ~9 hours of relevant information on 24feb2025 (7:06 to 16:13 per timestamp). At 8:28:48 on 24feb2025, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages was recorded to be outside the designed threshold. This backup battery fault alarm remained active until the controller was exchanged and shut down later that day at approximately 16:12. Review of the periodic data revealed that another backup battery fault alarm was active in the datapoints spanning from 8:17:10 on (B)(6) 2025 to 20:37:08 on (B)(6) 2025. It was noted that this alarm also occurred due to the battery not passing the load test; however, the conditions associated with the test could not be determined as the periodic log file only captured information at designated intervals. The observed backup battery fault alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarms was determined to be the battery not passing the load tests; however, the reason for the load tests not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D- section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The event log files collectively contained approximately 9 hours of relevant information on 24feb2025 (7:06 to 16:13 per timestamp). At 8:28:48 on (B)(6) 2025, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages was recorded to be outside the designed threshold. This backup battery fault alarm remained active until the controller was exchanged and shut down later that day at approximately 16:12. Review of the periodic data revealed that another backup battery fault alarm was active in the datapoints spanning from 8:17:10 on (B)(6) 2025 to 20:37:08 on (B)(6) 2025. It was noted that this alarm also occurred due to the battery not passing the load test; however, the conditions associated with the test could not be determined as the periodic log file only captured information at designated intervals. The observed backup battery fault alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarms was determined to be the battery not passing the load tests; however, the reason for the load tests not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D- section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.